Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was 164 mg/dl. The customer stated that the device was not exposed to strong magnetic field. The customer was assisted with clearing the alarm. The customer advised motor error occurred 2 times in the last 30 days. The customer did not received e70 alarm. The customer stated the drive support cap is not damage. Customer did not use the sensor feature on the pump. The customer stated they are unable to complete the rewind. The customer was advised that the device would be replaced. The customer was advised verbally and in written form to return the broken pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.